Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account alleged the power supply board has corrosion and appears that fluid had gotten onto the power supply board. No injury reported.